Event description:
The consumer reported that the patient had had problems with the device since implant. The battery had been replaced on (B)(6) 2015. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor. Refer to manufacturer's report # 3004209178-2016-13792 for problems with the patient's first device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.